Event description:
It was reported that during the preparation of the ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. After insertion of a versacross dilator and farawave catheter, it has been reported that the sheath was leaking from the valve. The procedure was completed successfully by using an alternate device. No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the preparation of the ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. After insertion of a versacross dilator and farawave catheter, it has been reported that the sheath was leaking from the valve. The procedure was completed successfully by using an alternate device. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no visual abnormalities were found. Next, they functionally tested the sheath by replicating aspiration and the sheath was within specification and showed no air bubbles for each variation of the test. Then, they tested the integrity of the hemostatic valve and found the sheath was within specification for maintaining internal pressure and no leaks were observed. Based on all the available evidence the conclusion is that no problem was detected with the returned device, the reported allegation could not be replicated, and no other issues were found with the device.